Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed a high, out of range impedance value. The system was checked; all resulting values were good. The patient will continue to be monitored. There were no adverse patient effects. The system remains in service.